Manufacturer narrative:
7/16/1998-supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not close properly and bleeding was observed. The surgeon used another cartridge to complete the procedure. The hosp has reported no pt injury occurred.